Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the gray plastic tip on the jaws of the ligasure was separating. The device continued to function appropriately but the plastic on the jaws became separated.